Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge and handpiece product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, there was a loading artifact from folding. The patient had a second opinion and was told that the lens had a mark on the center of the iol. Additional information was provided by a surgical technician that the procedure was completed with no issues. The patient had seen another physician for a second opinion because she is still farsighted. During that visit the patient was told that the lens had a "loading artifact". The surgical technician reported this is a "folding artifact" which can occur and should not be the source of vision complaints by the patient. The patient records show that the patient has capsular fibrosis, which in the surgeon's opinion, is most likely the reason for any vison issues.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).